Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop nodules in their lungs. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to develop nodules in their lungs. The medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and an unknown contaminant on the sd and modem flip doors and inside the blower box at the air inlet. Also an unknown dust contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower cap of the blower box and the o-ring on the rear panel. One of the clips on the front panel was observed to have been broken off. The p4 power connector of the pca was observed to have a mild corrosion to it, suggesting liquid ingress to the p4. The manufacturer observed heavy amount of an unknown white dust contaminant on the blower, blower isolators, blower seal, and the blower box confirming debris in the airpath. Evidence of liquid ingress with a contaminant consistent with mineral deposits was observed on the blower and blower box and a keratin-like substance on the blower box outlet, suggesting a source external to the device the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.